Event description:
It was reported that patient in m2a 38mm clinical study underwent total hip arthroplasty in early 2002. Subsequently, revision procedure was performed four months later, due to peri-prosthetic fracture. Femoral stem component was replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There have been no trends identified related to this type of event.